Event description:
A nurse reported to baxter (B)(4) that after one day of use a crack on the light blue main body of the transfer set was noticed. There was patient involvement. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint for damaged was confirmed in the lab. The results of a sample evaluation revealed chipping/flaking and a crack on the light blue main body. The results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. A root cause was not identified. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.